Event description:
The information provided to sjm indicated the (B)(6) male patient underwent valve replacement on (B)(6) 2013 with a 23mm sjm epic heart valve. The annulus was not heavily calcified, and an sjm sizer set was used. The valve was secured with pledgets on the outflow surface. An intraoperative echocardiogram was not done prior to completion of the procedure. On (B)(6) 2013, the patient presented at the hospital with dyspnea and syncope. A tee revealed a high gradient of 80-90mmgh and valve stenosis, confirming a severe mismatch. There was no evidence of pannus, thrombus, valvular occlusion, or subvalvular occlusion. A perivalvular/perileaflet thickness was detected, and a reduction in the effective orifice area (103mm2). The valve was explanted.